Event description:
Pt alleges receiving breast implants on 4/13/76. Pt also alleges having numerous capsulations beginning in 11/76. Pt had removal and replacement of left implant on 7/27/81 due to rupture. Physician's note shows pt has scar encapsulation, poor shape and a possible ruptured implant on right. Reference mw072396a.